Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure no image was confirmed. Reported failure blurred image was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore error b31 occurs, and no image is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had blurred and no image. The issue was found during a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.